Manufacturer narrative:
Correction to implant/explant date. The following devices were also listed in this report: mod con dist stem 17 x 195 mm; cat # 6276-7-117; lot # caxt706c. 6.5 cancellous bone screw 60mm; cat # 2030-6560-1; lot # mnp680. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection and abnormal ion level involving a restoration modular body was reported. The events were not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: [...] Adverse event: there were multiple adverse events the most significant a longstanding infection and multiple failures leading to a dysfunctional tha mega prothesis and chronic drainage and pain. Hazards: no hazards can be specifically linked to stryker components from the data reviewed. This data indicated that the first complaint was related to other company devices and the current device was negative affected by infection. The data surrounding the restoration modular hip construct were not provided. Conclusion of assessment: the indwelling mega prothesis is affected by chronic infection and no evidence of device failure was presented. No records describing events linked to a restoration modular product were provided. This case represents, in short, a catastrophic progression of events with multiple revisions, dislocation, and ultimately chronic infection. The initial failures and problems were not linked stryker products. [...] -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusion: a review of the provided medical information by a clinical consultant was unable to confirm the infection or the abnormal ion level events. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays as well as additional patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reported he had right tha on (B)(6) of 2017. He stated that 2 - 3 weeks after surgery he started to experience pain, grinding, the ball popped out, can't straighten or bend the leg and unable to walk. The patient stated he was told he has levels of chromium and cobalt in his blood. Patient is seeking compensation. Update: patient was first implanted with stryker implants on (B)(6) 2017, he was revised on (B)(6) 2017 due to infection. Patient is still experiencing pain and infections. Patient's surgeon is recommending amputation. This pi is for revision of primary.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported he had right tha on (B)(6) 2017. He stated that 2 - 3 weeks after surgery he started to experience pain, grinding, the ball popped out, can't straighten or bend the leg and unable to walk. The patient stated he was told he has levels of chromium and cobalt in his blood. Patient is seeking compensation.